Event description:
The report received from the affiliate states that the balloon was found to be cracked, leaking contrast, unable to inflate the balloon. Please note that multiple attempts to gather additional pt and procedural info has been requested and has not been received.

Manufacturer narrative:
The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt.